Manufacturer narrative:
Evaluation summary: the ccd replaced. Correction information g6: follow up #1. H2: type of follow up. H4: device manufacturer date. H6: coding changed based on the investigation result.

Event description:
There was found two dots in the image. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.